Event description:
It has been reported to co that this device malfunctioned during the procedure. Reportedly, there was an "unusual potential signal obtained" the device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.